Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context of the procedure as the esprit btk 3.0 x 18 mm scaffold was implanted two weeks prior to the reported event. During advancement of a procedural guide catheter interaction occurred with the implanted scaffold causing the reported difficulty to advance and subsequent material deformation of the implanted scaffold. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was treat the ostium of the anterior tibial artery. A 3.0x18mm esprit below the knee (btk) was implanted without issue; however, the 3.0x18mm was a smaller stent than what the physician wanted to use but was only size available and planned for re-intervention on a later date. On (B)(6) 2025, when advancing a 4fr x 90cm angled guide catheter attempting to cross the previously implanted esprit resistance was met and the scaffold accordioned and folded up on itself. It was observed angiographically as the platinum markers went from 18mm apart to about 2mm apart. There was no adverse patient effect and no clinically significant delay in the procedure no additional information was provided.